Event description:
Tubing malfunction. Hub to hub connection for cell infusion. Unable to disconnect easily. Tubing appeared to be stuck in catheter. It took two kelly clamps and assistance from another nurse to finally remove. Tubing appears cracked and broken at the end connection.